Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: simulation of the pre-operative function test (as required per IFU) performed on the returned target device t2 gtn with sample devices revealed that function is fully given in terms of targeting accuracy. The drills passed the corresponding drill holes without contact to the nail; no deviation was found. However, function of the thread for the strike plate is no more given due to the broken off part of the instrument inside and due to the damage that was generated by improper handling during attempts to screw in the strike plate (under misalignment). The reported event could not be reproduced. Proper dimensions of the target device were confirmed by successful functional test performed. Reasons for misaligned drilling are various. There are different possibilities for failures regarding the above mentioned event. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it can be concluded that the event was mainly based in the intra-operative procedure. The breakage surface of the broken off thread of the strike plate suggests that the instrument broke in a forced brittle manner. The considerable damage found (e.g. Signs of cross-threading) at the female thread of the target device indicates that the strike plate was screwed in under misalignment. Assumedly the thread of the strike plate was not completely threaded into the thread of the target device at the time of fracture. If it had been threaded to the end position as intended, frictional (positive) connection between strike plate and target device would have ensured proper transmission of (hammer) hits and a breakage would not have occurred. Based on the above observations the root cause of the reported event in terms of targeting accuracy and of the broken off strike plate thread is not related to a deficiency of the devices, but is rather linked to deviation from surgical technique resp. To insufficient assembling (improper handling) by the user. The actual cause of the drill breakage cannot be determined in absence of the device and with the limited information given, but referring to the event description (¿it seemed that the drill was hitting the nail¿) the event might be caused by misalignment due to problems during targeting procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It was reported that the surgeon drilled with the 4.2 x 340mm drill for the proximal oblique screw and the drill broke in the patient about 2 inches. It seemed that the drill was hitting the nail. The strike plate was not able to threaded very well. He was not able to put strike plate on. Doctor hammered part of the jig to insert the nail. He checked the angle of the screw in the sleeve prior to giving it to the surgeon and it was aligned. The drill hit the nail. "Took out the broken pieces. Skipped the proximal oblique hole." It took 15 min to remove the broken item.

Event description:
It was reported that the surgeon drilled with the 4.2 x 340mm drill for the proximal oblique screw and the drill broke in the patient about 2 inches. It seemed that the drill was hitting the nail. The strike plate was not able to threaded very well. He was not able to put strike plate on. Doctor hammered part of the jig to insert the nail. He checked the angle of the screw in the sleeve prior to giving it to the surgeon and it was aligned. The drill hit the nail. ¿took out the broken pieces. Skipped the proximal oblique hole.¿ it took 15 min to remove the broken item.